Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pre-implantation and leak testing. However, the valve did not meet the requirements for reflux and pressure-flow testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture.

Event description:
It was reported the patient had progressive vomiting, lethargy, and enlarged ventricles which were over the baseline and had the device explanted. It was stated that when the valve was tested on the manometer, it ran slowly and then stopped at 15 cm pressure. The proximal and distal catheters both ran freely. Following the explant, the patient was doing good.